Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the acetabular shell inserter would not lock into the shell during surgery.

Manufacturer narrative:
The hybrid offset shell inserter, hybrid provisional shell adaptor thimble, and ball hex screwdriver were returned for review. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. The frequency of use of this instrument is unknown. The leading threads on the inserter hex bolt are damaged and will not accept thread go gauge 25-2003-304-00j. The device will no longer function as intended. The shell inserter has a potential field age is approximately 5 years and 10 months based on manufacturing date. Review of receiving inspection reports indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were inspected met specifications. The reported devices are used for treatment. It is not known if the device was used with the correct adaptor cap, and there are no obvious signs of misuse. Therefore, with the information presented, it is likely that the lead thread damage is a result of normal wear during the instrument¿s field life. There are warnings in the package insert that state that this type of event can occur: under inspection and functional testing, "if damage or wear is noted that may compromise the function of the instrument, do not use the device."